Manufacturer narrative:
The insulin pump was received with no act button response due to flattened act button dome switch. Unable to perform rewind and basic occlusion, prime test, the excessive no delivery and displacement test due to no act button response. Insulin pump received with scatched lcd window, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 70 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.